Event description:
The customer reported that the ed department central nurse's station (cns) was experiencing intermittent communication loss, each time for about 2 minutes in length. The customer also reported that their remote nurse's station (rns) was experiencing communication loss as well. Nihon kohden's technical services advised the customer to check the it closet, at which time they reportedly witnessed the uninterrupted power supply (ups) power off and then power back on multiple times. This is the reason for the cns and rns comm loss issues.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 biomed stated there was intermittent communication loss on the cns and rns in the ed floor. Customer stated that three events were reported within minutes of each other. During the phone call between nk tech support and customer, another communication loss occurred on the cns (pu-621ra s/n (B)(6)) for about 2 minutes and then resolved itself. Customer confirmed no other communication loss issues elsewhere. Investigation summary: when customer checked the it closet, it was noted that the ups and the network switch were powered off momentarily and then powered back on (without customer touching the equipment). Customer stated the ups was alarming and seemed that a power failure was occurring. Customer did not know if the power outlet where the ups was plugged in was faulty or if the ups was failing. The rns device that was also experiencing the network communication loss issue was rns-9703-019 s/n (B)(6). On 2/4/2020, customer responded to an email follow-up by stating the issue was resolved. No additional information was provided. Additional model information: d11 & c2: the following rns was used in conjunction with the cns: rns - model: rns-9703-019. S/n: (B)(6). Approximate age of the device: 29 months. Device manufacturer date: 04/25/2017. Unique identifier (UDI) #: (B)(4). The following device was used in conjunction with the cns and rns and is the device that experienced the failure: ups - model: ni. S/n: ni. Approximate age of the device: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
The customer reported that the ed department central nurse's station (cns) was experiencing intermittent communication loss, each time for about 2 minutes in length. The customer also reported that their remote nurse's station (rns) was experiencing communication loss as well. Nihon kohden's technical services advised the customer to check the it closet, at which time they reportedly witnessed the uninterrupted power supply (ups) power off and then power back on multiple times. This is the reason for the cns and rns comm loss issues. The customer will try replacing the ups with a spare to resolve the issue. They will follow up if further assistance is needed. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following rns was used in conjunction with the cns: bsm - model: rns-9703-019, s/n: (B)(4), approximate age of the device: 29 months, device manufacturer date: 04/25/2017, unique identifier (UDI) #: (B)(4). The following device was used in conjunction with the cns and rns and is the device that experienced the failure: ups - model: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the ed department central nurse's station (cns) was experiencing intermittent communication loss, each time for about 2 minutes in length. The customer also reported that their remote nurse's station (rns) was experiencing communication loss as well. Nihon kohden's technical services advised the customer to check the it closet, at which time they reportedly witnessed the uninterrupted power supply (ups) power off and then power back on multiple times. This is the reason for the cns and rns comm loss issues.